Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1927bcf biocomposite corkscrew was received for investigation. Visual evaluation of the returned device noted the tip of the anchor was damaged. Functional testing was not performed due to the damage to the device. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion, prying/leveraging the device during insertion, and/or improper bone prep.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the screw tip got defective during implantation and the device therefore became unusable. There was no harm for patient, operator or third party reported. No further information received. Update avoe on 21-jul-2025: it was confirmed that the error occurred during an arthroscopic refixation and plastic surgery on the capsular ligament apparatus of the shoulder joint. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.